Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, air entered the device near the transducer making it impossible to see the images. Flushing outside the body did not improve the situation. The procedure was completed with another of the same device. There were no patient complications.